Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier had malfunctioned. A technical support specialist (tss) dialed in to the station, updated the keyboard driver, and sent an email to the customer. A response was received from the customer confirming that the issue had been resolved. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier created a screen of static and did not read the fingerprint. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.